Event description:
As reported, after inflating the balloon of a 2mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon leaked and a decrease in the value displayed on the inflation device was observed. A non-cordis balloon used as a replacement to complete the procedure along with a non-cordis guidewire, and a non-cordis sheath. There were no reported injuries to the patient. This was during a lower limb angioplasty procedure to treat a 50% stenosed anterior tibial artery lesion which was moderately calcified, moderately tortuous. The saber pta balloon catheter passed the lesion smoothly prior to inflation. The device was stored and prepped per the instruction for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline mixture was 50%. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, d10, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after inflating the balloon of a 2mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon leaked and a decrease in the value displayed on the inflation device was observed. There were no reported injuries to the patient. This was during a lower limb angioplasty procedure. The saber pta balloon catheter passed the lesion smoothly prior to inflation. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after inflating the balloon of a 2mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon leaked and a decrease in the value displayed on the inflation device was observed. A non-cordis balloon used as a replacement to complete the procedure along with a non-cordis guidewire, and a non-cordis sheath. There were no reported injuries to the patient. This was during a lower limb angioplasty procedure to treat a 50% stenosed anterior tibial artery lesion which was moderately calcified, moderately tortuous. The saber pta balloon catheter passed the lesion smoothly prior to inflation. The device was stored and prepped per the instruction for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline mixture was 50%. The device was returned for evaluation. A non-sterile ¿saber 2mm15cm 150¿ was received for analysis coiled inside of a clear plastic bag. A thorough inspection revealed no damage or anomalies. The balloon was not inflated, and no other notable details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. Positive pressure was applied to reach the rated burst pressure. However, the inflation pressure could not be maintained due to a burst/punctured condition observed on the balloon. Using a vision system, the balloon was inspected, and a rupture was detected on the surface where water was leaking. The balloon surface showed evidence of a rupture and secondary scratch marks near the damaged area. This type of damage is commonly caused by interaction with a sharp object or mechanical damage. It is very likely that the same factors that caused the scratch marks also led to the damage observed on the received device. It appears that the material near the damaged area was affected by a sharp object from outside the device. The reported ¿balloon leakage during positive pressure¿ was observed during functional analysis of the returned device. However, the exact cause could not be determined. Based on the analysis provided, vessel characteristics of moderate calcification and tortuosity with 50% stenosis contributed to the reported event as calcification is known to damage balloon material. The balloon material likely encountered calcified spicules during delivery or upon balloon expansion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available, nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.